Manufacturer narrative:
(B)(4). The reported event of infection cannot be analyzed via laboratory testing. (B)(4).

Event description:
The patient reported she presented to the ER due to pain and a blister at the ipg site. Reportedly, the physician confirmed an infection and prescribed oral antibiotics.